Event description:
Resident utilizes a personal bed sensor alarm when in bed. Resident was found on floor in bathroom with laceration to occipital head. The bed sensor alarm did not sound. Staff heard door hit wall and that is how they were alerted to resident falling. The resident required 8 staples to close his head wound. User replaced his bed sensor alarm with another one.